Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medicine during use, and was found to be attached diagonally to the pen. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient who switched from micro-fine (mf) 5mm to pro 4mm complains that drug didn't come out. The hcp checked the product and found that the needle npe was bent. It seems that the patient attached the pen needle diagonally to the pen. Thus, this may be due to the patient's manipulative techniques, whereas the strength seems to be weaker with pro than with mf 5mm."